Event description:
It was reported that the patient's controller suffered water damage from showering. Alarms and pump malfunctions were noted. The controller was exchanged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that it was unknown if the patient was using their shower bag while showering.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported events of water damage and atypical alarms regarding the system controller was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files from the controller were provided. The provided log file was extracted from system controller (B)(6). Due to the observed timestamps throughout the data ((B)(6) 2022 per timestamp per event data and (B)(6) 2022 per timestamp per periodic data), the data was determined to be unrelated to the damaged system controller that was exchanged on (B)(6) 2022. Questions regarding the controller and the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.